Manufacturer narrative:
The insulin pump was eceived with blank display due to moisture damage electronic assembly. Unable to verify motor error alarm, battery out limit alarm, battery change too slow alarm or reset anomaly due to blank display. Device had missing end cap sticker. The motor passed motor test.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 460 mg/dl. Troubleshooting was able to resolve the issue. However mother stated she wanted the insulin pump replaced. Mother was also advised to have customer changed out her set. The device was returned for analysis.